Event description:
Patient had total right hip replacement two years ago. She was scheduled for a revision due to pain issues last month. However, the surgery was cancelled due to other health concerns. The patient complained of postoperative discomfort, difficult for her to pinpoint when it started. She describes groin and leg pain. She has also felt popping. Right hip shows inguinal pain; this is exacerbated with flexion, extension, internal and external rotation. Leg lengths are equal. The patient will most likely rebook her surgery.